Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that two secondary infusions of potassium (40 meq each) were hung at 0320 and 0354; the intended rate was reported as "100 mg/hr" (presumed to mean 100 ml/hr), and both infused faster than expected. Both doses were given using the same administration set, and no patient IV site discomfort was noted. Although it was later reported that an EKG and labs were done after the event, there was no report of patient harm. The hospital biomed team tested the devices; they passed testing and no issues were found. A copy of the customer¿s medwatch was received from the FDA which states: ¿writer found 40 meq ivpb potassium to have infused at a faster rate than the pump was ordered to infuse. It is uncertain how fast the infusion was due to the fact that the infusion did not show the piggy back was complete, it continued infusing at the rate ordered although the actual drip rate is unknown. Np (nurse practitioner) notified and 12-lead-EKG ordered stat with repeat k. Patient and vss stable. This is a repeated event at this facility. Manufacturer is aware. Recalls were investigated for this issue-none identified by supply chain recall coordinator. The pump went through biomedical engineering and passed all tests. Placed back into circulation as the pump checked out okay in biomed."